Event description:
It was reported that the external pulse generator failed its "power on self test." The generator was returned for service. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator failed its "power on self test." The generator was returned for service. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery was below operational voltage. It was also noted that the upper and lower cases were broken, one knob was broken, one side bail cover was broken, the ring cover was contaminated, the battery contacts were compressed, one side bail was bent and the ring bail was missing.